Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to tube leak. A new artificial urinary sphincter consisting of a 5.5 cm cuff and balloon were implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the fluid loss was due to connection problems and the product did not work properly.

Manufacturer narrative:
D10, h3, h6, h10; h3 device evaluation: the ams 800 cuff was visually inspected. Microscopic examination revealed a pinhole leak in the cuff shell. The damage is consistent with wear and material fatigue at the corner of a fold in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis did not confirm a "tube" leak, but was able to confirm fluid loss issues. The ams 800 pressure regulating balloon was visually inspected and microscopically examined. No leaks were found. The balloon was not functionally tested due to the confirmed cuff leak. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to tube leak. A new artificial urinary sphincter consisting of a 5.5 cm cuff and balloon were implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the fluid loss was due to connection problems and the product did not work properly.